Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. It was noted that there was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, after which the cgm error was resolved and the caller successfully started a new sensor session.